Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. During set up, prior to patient use, the nurse noted the device did not sound an audible alarm tone during an alarm condition. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.